Event description:
The customer reported a female pt with multiple medical problems was having a lengthy procedure performed in the operating room on (B)(6) 2013. The pt was being monitored with a pt data module when it registered erroneously high invasive blood pressures (bp). The pt was treated for these high pressures and subsequently dropped her bp to 50/50, requiring add'l treatment to reverse the hypotension. The pt required transfer to the ICU for closer monitoring and was later discharged to home. The customer acknowledges that the staff was unfamiliar with the new type of transducer being used and failed to zero the transducer for the invasive blood pressure. Since the incident, the hospital has re-educated the staff on the use of the new transducer system.

Manufacturer narrative:
Pt data not provided. An investigation has been opened to ensure no malfunction of the pt data module. If the investigation reveals a malfunction, a supplemental report will be submitted.